Manufacturer narrative:
Other text: b3. Date of event is unknown. Device evaluation: one device was received. A visual inspection found the bottom case tamper seal was removed and there was a crack on the right plunger case. A review of the event history log found a battery communication timeout error. During the functional testing, a battery communication timeout was found at power up and the reading of the battery ended with an n/a value. The cause of the error was found to be normal wear as the battery is five years old. The battery was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the battery was not working correctly there was a battery communication timeout. Patient involvement is unknown.